Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The lifevest exacerbated a pre-existing rash. The affected area was red and bumpy. The patient's physician prescribed an unknown medication and instructed the patient to take the lifevest off until the rash healed. The medical outcome of the rash is unknown.